Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown) during open heart surgery, the device was unable to discharge via internal paddles. Complainant indicated that the clinician obtained another device to continue treating the patient. Please reference medwatch report 1220908-2013-00084 for the report related to the second defibrillator. Complainant indicated that the patient subsequently expired.